Manufacturer narrative:
The device has been returned and evaluated by product analysis on 27-jul-2018 with the following findings: during investigation, the black box showed multiple unexplained pump reboots. The battery compartment and cap were undamaged and able to fit. The battery cap was fastened and then unscrewed 1/2 turn with no reboots occurring. There was evidence of moisture corrosion observed on the display screen inside the pump. A leak test failed due a display lens leak. The ez-prime steps were performed with no power interruption occurring during investigation. The pump's cover was removed and there was moisture corrosion found to the power printed circuit board.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump was rebooting by itself and there was moisture behind the display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.